Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and electrode belt (B)(4) are underway. The reported problem was confirmed. The continuous single tone alarm is a designed watchdog alarm to alert the patient of a processor communication failure. The cause of the communication failure has been isolated to the computer pca. The root cause of the communication failure is still under investigation. A supplemental report will be submitted when the root cause has been identified. No adverse event resulted from the faulty monitor. The patient was provided with a replacement monitor and electrode belt.

Event description:
The son of a (B)(6) male patient contacted zoll lifecor customer support to report a loud single tone alarm coming from the patient's monitor. The son reported the startup screen would appear, but wouldn't advance beyond that point. The patient's suspect monitor and electrode belt were replaced.